Manufacturer narrative:
Device will not be returned.

Event description:
The target device for the t2 tibia nail allowed the t2 nail to connect to the device in the reverse, non-anatomical position. This device was checked by the scrub tech, surgeon and rep with the drill sleeves and drill bit to ensure the hole would still target. They did. The surgeon then questioned if indeed it was correct, and upon referring to the operative technique again, they realised they had it on the target device incorrectly. The connection from the nail to the target device was fixed and then implanted to the pt.